Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out and a revision procedure was performed. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out and a revision procedure was performed. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of the returned component found it to be unremarkable except for a wear spot roughly 3x4mm. It appears that the radial screw of this carpal assembly component backed out.